Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacturer's data base indicated the patient died approximately nine months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician's office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID d224drg, implanted: (B)(6) 2012; product ID 4568-45, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.